Manufacturer narrative:
This AED nor its electronic log files were returned and thus the root cause could not be determined. As a follow up with the customer, the proper maintenance of this device was reviewed. Discussed the age of the unit and will send the end of life email.

Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now warning. They reported this did not occur during patient use.